Event description:
It was reported that the patient experienced prolonged hyperglycemia with a highest continuous glucose monitor reading of 257 mg/dl after a dinner of burgers and hotdogs announced with an incorrect meal size while using the ilet system with a libre 3+ sensor. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient elevated glucose that the ilet subsequently stabilized without alerts or alarms and without the need for medical intervention. Investigation included a review of use conditions and user technique. Investigation of this case revealed user-related underestimation of meal size leading to inadequate insulin dosing, with the device otherwise functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement.

Manufacturer narrative:
Initial.